Event description:
On (B)(6) 2012, the reporter called animas alleging the keypad buttons are sticking causing unintended scrolling. The patient stated that the pump fell into the bathtub the prior night. The keypad is reportedly intact without visible damage. The patient reportedly keeps the pump attached to a belt in a pump case. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.